Event description:
The customer reported the surgeon had difficulties inserting the instrument and the illuminator into the trocar cannula. It felt like there was some kind of resistance within the cannula. Additional info from the nurse stated there was no delay or pt impact. They switched out the trocar cannula and completed the case as planned. No pt injury was reported.

Manufacturer narrative:
The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).